Event description:
It was reported that this patient with a left ventricular (lv) lead experienced cardiac perforation. The patient also experienced burning sensation and stimulation. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.